Event description:
Adverse event: dissection. Time of adverse event: during stenting procedure. Device issue: none. It was reported that after deployment of a 2.75 x 15 mm xience v stent, a dissection occurred. A 2.75 x 12 mm xience v stent was used to treat the dissection. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although, a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.